Event description:
The contact stated that customer tested her blood glucose and received a reading of 116 mg/dl. The customer passed out after testing her glucose and paramedics were called. Paramedics tested the customer's blood glucose with their meter and received a reading of 30 mg/dl. The contact did not provide any more information about the event. The test strips and meter were to be returned for evaluation, and replacement products were sent to the customer.

Manufacturer narrative:
This MDR is being filed late since, it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of the 'closed' complaints were reviewed and, if appropriate, reported as mdrs.